Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. No traces of moisture were noted at keypad traces or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Event description:
The customer's mother reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 81 mg/dl. The mother stated that her daughter took off the pump before getting in the pool, but forgot to place the pump inside the bag and it got splashed with water on the screen. The customer stated that there is fluid under the lcd display. The customer stated that the pump was not dropped. The customer will call back since they are on vacation.